Event description:
In 2008, boston scientific corp was informed that during a procedure, the resolution clip device would not come off of the catheter. The procedure was completed with another of the same device without any patient complications. The patient is "fine".